Event description:
About one month after application of a fixator to treat a humerus fracture, two cortical bone screws broke on patient. The screw breakage caused a slight loss of fracture reduction, which required a second surgery during which the broken screws were replaced with new ones. Patient is expected to heal as desired. In this incident, two screws of different model and lot numbers broke. Therefore, the same incident is being reported twice.